Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inapproporiate atp therapy for supraventricular tachycardia. Programming changes were recommended.